Event description:
The pt contacted lifescan alleging that their one touch ultra meter would not power off and the last test result was "frozen" on the screen. Pt had their blood glucose level tested at the dr's office; a result between 170 and 180 mg/dl was obtained on the dr's device while the pt was feeling disoriented. There is no indication that the meter contributed to the pt experiencing injury or medical intervention. The customer care rep (ccr) walked the pt through pressing the power button and the meter did not power off. The ccr walked the pt through reseating the batteries and the meter powered off. To start a new test, pt has to turn the meter off and then turn it back on. When the meter does not turn off, pt cannot obtain a test result, which may lead to delay in treatment or treatment in the absence of a glucose value.